Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00002. It was reported that the patient experienced uncomfortable stimulation. Diagnostics revealed high impedances on several contacts. As a result, surgical intervention was undertaken wherein the entire scs system was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that post-operatively, stimulation therapy was restored.